Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to damaged o-ring and/or gasket. All available information has been disclosed. If additional information should become available, an update report will be submitted accordingly.

Event description:
It was reported that during pre-surgery before the patient was brought into the room, it was observed that the foot control device was leaking oil on the floor. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.